Event description:
Event description cpi received information that at a replacement procedure this small patch lead was capped. At the implant of a implantable cardioverter defibrillator (ICD) the dbt(data base testing) elicited a warning message of high shocking lead impedance on delivery of a 15j commanded shock. The physician checked the set screws and tried again with the same results.